Event description:
Pain was reported from (B)(4) 2012.

Event description:
It was reported that revision surgery was performed due to pain. The devices were implanted in 2003.

Event description:
It was reported that revision surgery was performed.